Event description:
The customer stated that, the axsym rubella igg reagent calibration failed generating error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The customer spun down the calibrator and performed the calibration on the supernatant and the calibration passed. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.